Manufacturer narrative:
The reported events of pacing, high impedance, and sensing anomaly were confirmed while set screw anomaly was not confirmed. The pacemaker was returned for analysis. Results from the analysis revealed the ventricular contact spring was pushed out of the ring slot when the lead was inserted into the ventricular connector port. The spring was then pushed down into the tip of the connector bore while attempting to fully insert the lead consistent with the pacing, impedance, and sensing anomaly noticed in the field. No epoxy was found to be gluing the spring loops together or found on the spring. The connector port dimensions were normal. No device anomalies were found. The original diameter and shape of the ventricular contact spring is unknown since it is now distorted from being pushed down inside the connector bore. The cause of the problem of the spring dislodged out of the spring slot during lead insertion has not been determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented for implant procedure. During procedure it was noted that the pacemaker was exhibiting inadequate low voltage output, high pacing impedance and r-wave amplitude variation potentially due to a set screw anomaly. The procedure was completed using another pacemaker. The patient was in stable condition.